Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
It was reported via phone call that the customer inquired about the audio issue. It was reported that the no audio beep and vibration tone very light. The audio issue was confirmed during the call. Customer also stated vibration tone was very light and no audio beep. The device will be returning for analysis.

Manufacturer narrative:
Retainer ring = clear. Customer reported no audio beeps and light vibrations. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail. Device passed displacement test; it failed self test returning a pump error 63. In addition to this, adjusted the audio options audio volume 1-5, and each setting was loud and sounded the same. The vibrations were strong enough to be felt. Thus software was utilized and uploaded trace/history files properly. The insulin pump history file reveals that a pump error 63 (variableinfo = 3) the case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. A visual inspection of unit 1 under a microscope reveals that there is a broken trace at pin 6. In summary, customer¿s report of no audio beeps and light vibrations both were not confirmed. The audio anomaly in which the audio is the same volume at each setting and the pump error 63 (variableinfo = 3) is due to a broken trace at unit 1 pin 6 on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.